Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, taste metallic, dysfunctional uterine bleeding, chronic cervicitis, endometritis, paratubal cyst, lower abdominal pain and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("alopecia"), vaginal infection ("acute vaginitis"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysgeusia ("parageusia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure devic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the weight increased, alopecia, dysgeusia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2011: urine pregnancy test : negative most recent follow-up information incorporated above includes: on 17-jul-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), acute vaginitis, depression, mental anguish, dyspareunia (painful sexual intercourse), vaginal discharge", reporter, lot number added from pfs. Concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, taste metallic, dysfunctional uterine bleeding, chronic cervicitis, endometritis, paratubal cyst, lower abdominal pain and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("alopecia"), vaginal infection ("acute vaginitis"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysgeusia ("parageusia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure devic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the weight increased, alopecia, dysgeusia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 : urine pregnancy test : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, taste metallic, dysfunctional uterine bleeding, chronic cervicitis, endometritis, paratubal cyst, lower abdominal pain and urinary tract infection. Concomitant products included doxycycline for acne rosacea, bupropion hydrochloride (wellbutrin) for depression as well as doxycycline, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced alopecia ("alopecia"), vaginal infection ("acute vaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 4 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("parageusia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure devic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the weight increased, alopecia, dysgeusia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. (B)(6) 2011 : urine pregnancy test : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received event " heavy bleeding" was added and outcome of event " heavy bleeding" was updated as recovered. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2011 : urine pregnancy test : negative. Concurrent conditions included overweight, taste metallic, dysfunctional uterine bleeding, chronic cervicitis, endometritis, paratubal cyst, lower abdominal pain and urinary tract infection. Concomitant products included doxycycline for acne rosacea, bupropion hydrochloride (wellbutrin) for depression as well as doxycycline, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced alopecia ("alopecia/ hair loss"), vaginal infection ("acute vaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 4 years 10 months after insertion of essure. On(B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysgeusia ("parageusia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure devic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia and vaginal discharge had resolved and the dysgeusia, fatigue, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 154 lbs. She received treatment for pelvic pain, weight gain, genital bleeding, hair loss, menorrhagia, abnormal vaginal bleeding, vaginal infection, vaginal discharge, dyspareunia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) -2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: pfs received. Outcome of events "pelvic pain, weight gain, hair loss, menorrhagia, abnormal vaginal bleeding, vaginal infection, vaginal discharge, dyspareunia". Event hair loss was added and merge with event alopecia. Lab data and reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and weight increased ("weight gain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), dysgeusia ("parageusia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure devic). Essure was removed. At the time of the report, the pelvic pain, weight increased, alopecia, dysgeusia, fatigue and menstrual disorder outcome was unknown. The reporter considered alopecia, dysgeusia, fatigue, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.